Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #7: blood leak? (Centrifuge chamber) alarm during treatment, after 765ml of whole blood had been processed. The customer observed a blood leak in the centrifuge chamber. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer had discarded the kit. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l105 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l105 shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak? (Centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The provided photographs verify the reported drive tube leak as blood splatter is seen on the centrifuge chamber walls. There is a blood leak on the drive tube between the upper and lower drive tube bearing stops. The exact location of the leak site cannot be determined based on the photographs. There are two known causes for the reported drive tube leak. The first cause is a misload of the drive tube bearing that would cause the drive tube to extend and potentially impact the centrifuge chamber wall. The upper and lower drive tube bearings appear to be properly secured into their retainer in the photographs. The second known cause is when the drive tube is not rotating freely; this could not be verified based on the photographs provided. A material trace of the drive tube assembly and its components used to build lot l105 found no related non-conformances. A device history record (DHR) review did not identify any related non-conformances, deviations or equipment maintenance events. This lot passed all lot release testing. The root cause for the alarm #7: blood leak? (Centrifuge chamber) is most likely due to the drive tube leak. The root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). H.m. 22 nov 2022.